Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the pacemaker exhibited diagnostic anomaly. No other information was available. The patient's status was unknown.